Manufacturer narrative:
Follow-up submitted with corrected product information and evaluation results which determined the product involved in this complaint is an overbed table. The overbed table is not a medical device and, therefore, regulatory reporting is not required.

Event description:
It was reported via repair work order that the bed was going up on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was going up on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.